Event description:
It was reported that "during trial reduction and upon trying to dislocate the trial insert from the real implanted cup, the trial would not come out. Dr. Had to grab it with a poker and clamp and had to destroy it in order to get it out. Pieces came out in the pt, and dr removed as much as they could find. Area was irrigated to remove as much debris as possible."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.